Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a discrepancy noted by the physician and staff in the amount of dilaudid that was supposed to be administered and what was missing, and suspected a possible over infusion. Biomed assessed the devices for obvious signs of tampering including pry marks, broken clear cover, tampered screws, etc. When the device was turned upside down there was a hole found at the bottom of the pca below the latch area. The tubing and syringe were not sequestered. There was no report of patient harm.

Event description:
The customer reported a discrepancy noted by the physician and staff regarding the amount of dilaudid that was supposed to be administered and what was missing, and suspected a possible over infusion. On (B)(6) 2018 at 1900, the patient's blood pressure was 145/90 with a heart rate of 72. The nurse initiated dilaudid pca 50mg/50ml at 2103 with a dose of 0.2mg, lockout 10 minutes and max limit of 1.2mg/hr. On (B)(6) 2018, approximately 5 hours later, the patient's blood pressure began to decline and at 0200, the bp was 84/60 with a heart rate of 56. At 0300, the bp was 99/60. At 0330, the patient complained of being unable to breath and thought that he/she was having a pulmonary embolism. The nurse stated the patient was having a panic attack. At 0415, the patient complained again of being short of breath and feeling as though he/she was experiencing a pulmonary embolism while feeling panicked. The narcotic count performed on (B)(6) 2018 at 0708 indicated that there was 26.2ml remaining to be infused. The settings and dosage were verified by 3 nurses at that time. At 0800, the b/p was 114/77 with a heart rate of 91 and the dilaudid infusion was discontinued at 0915. Biomed assessed the devices for obvious signs of tampering including pry marks, broken clear cover, tampered screws, etc. When the pca module was turned upside down there was a hole found at the bottom of the device below the latch area. The customer stated that they could not tell if the hole was made by being dropped at another time or if the device was tampered with. There was no other damage on the device to indicate it had been dropped at a different time. The plastic cover was not broken and the device did not appear damaged around the perimeter of its base. The facility's security officer inspected the device and would like to know investigation findings regarding the dosage and whether the key presses can determine where the missing drug had gone or if it was possible to have a tampering issue from other sources. The tubing and syringe were not sequestered. There was no report of lasting patient effects.

Manufacturer narrative:
The customer¿s report of a possible overinfusion of dilaudid was not confirmed. The pcu event log contained no obvious programming errors that would result in the reported event. At 9:24 pm on (B)(6) 2018 the pca module was programmed to infuse a pca dose only infusion of hydromorphone low 9mg in 60ml using a 50ml bd syringe with 47.2559ml detected. Each pca dose delivered 1.3333ml. The infusion ran until 9:11 am on (B)(6) 2018 when the device was channeled off. During this period there were 19 dose requests delivered for a total of 25.3327ml and 6 dose requests not delivered during the lockout period. The customer's event description does not indicate why a possible overinfusion was suspected, however they reported that on (B)(6) 2018 at 0708 there was 26.2ml remaining to be infused. The event log shows that 16 pca dose requests had been delivered by that time for a total volume infused of 21.3328ml. This volume infused plus the stated volume remaining to be infused (26.2ml) equals 47.5328ml and is about the amount detected in the syringe (47.2559ml) at the start of the infusion. A note that was received with the devices stated ¿count at 0708 was 26.2ml¿ it is possible that the user confused the volume remaining to be infused with the actual amount infused (21.3328ml). The pca module was returned with damage at the bottom of the rear case. The damage allows access to the device release latch and the device could be removed from the pcu, however access to the medication would still be prevented since the key is still needed to open the pca door. The root cause of a possible overinfusion of dilaudid was not identified.